Event description:
The recipient reportedly elected for revision surgery for a technology upgrade. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The recipient is reportedly doing well with new device. The external visual inspection revealed that the electrode was severed prior to receipt as well as damage at the epoxy header region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires at the fantail and epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.